Event description:
A piece of tampax got stuck in the vagina [foreign body in reproductive tract] a piece of tampax (got stuck in the vagina), it broke off-tampon [device breakage] case narrative: relative reported via phone that a piece of tampon became stuck in her daughter. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
A piece of tampax got stuck in the vagina [foreign body in reproductive tract]. A piece of tampax (got stuck in the vagina), it broke off-tampon [device breakage]. Case narrative: relative reported via phone that a piece of tampon became stuck in her daughter. No serious injury was reported.